Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the ceramic head (insulation beak) most likely due to inadequate or improper maintenance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ceramic head of the subject device was loose/coming off.¿the issue was found during service/maintenance. There were no reports of patient involvement.